Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, this was most likely due to anticoagulation treatments. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including bleeding secondary to anticoagulation treatments. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with acute anemia with a hct of 18%, down from 28% in one week. The patient notes dark stools and dizziness and mild dyspnea with exertion. The patient's inr was 4.4 on admission, up from 3.1 on 8.10.15, the patient had recently been admitted to (B)(6) for a sub therapeutic inr 7.22.15. A gi consult was obtained on admission and per egd was completed on 8.19.16 with pill endoscopy that was negative for bleeding. The patient had received rbc and plasma transfusion for inr reversal prior to endoscopy. Per the gi team the patient was thought to have acute gi bleeding secondary to a supratherapeutic inr. The patient was restarted on warfarin and aspirin on 8.22.16 with heparin bridging until an inr of 2-3 was achieved. The patient's hematocrit remained stable post-endoscopy and was discharged home in stable condition.